Manufacturer narrative:
Product ID 39565, lot# serial# implanted: explanted: product typ lead. (B)(4).

Event description:
It was reported that on may 9th the patient was complaining of feeling numbness and a loss of feeling in her legs after a neurostimulator and leads were implanted. It was confirmed that there was blood in her spinal cord. The implanted system was removed and patient was paralyzed. No intra-operative testing was done. Additional information has been requested, but was not available as of the date of this report.